Manufacturer narrative:
(B)(4). Batch # = n90h3d. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 7 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. The following information was requested, but unavailable: did jaw break off? If part broke off of device, was it retrieved? Will broken piece be sent back for analysis with rest of device? Or was broken piece discarded? What is correct lot number (as number provided, n90609 was for harh36 device)?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier end effector broke. The case was completed using another device of the same product code. There were no patient consequences reported.